Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 25-oct-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. The post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, frequent bacterial infections, and excessive hair loss. She had never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced frequent bacterial infections amongst non serious events. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considered that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('frequent bacterial infections') in an adult female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), discomfort ("increasingly severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). At the time of the report, the pelvic infection, pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal pain, dyspareunia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, discomfort, dyspareunia, heavy menstrual bleeding, pelvic infection and pelvic pain to be related to essure. Lot number: 709949. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('frequent bacterial infections') in an adult female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), discomfort ("increasingly severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). At the time of the report, the pelvic infection, pelvic pain, discomfort, heavy menstrual bleeding, back pain, abdominal pain, dyspareunia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, discomfort, dyspareunia, heavy menstrual bleeding, pelvic infection and pelvic pain to be related to essure. Lot number: 709949. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced frequent bacterial infections amongst non serious events. The event, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considered that event occurred after essure insertion and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.